Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user accidentally activated their final freestyle libre 3+ sensor in the abbott application instead of the ilet bionic pancreas mobile app, resulting in the sensor being associated with another device and unavailable for ilet use; the user then applied a new sensor and successfully activated it in the ilet app after receiving stepwise guidance. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included customer service troubleshooting and education regarding correct sensor pairing and activation workflow. Investigation of this case revealed use error related to sensor activation on a non-ilet application, consistent with an incompatible device association; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.